Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for in clinic routine follow up when it was seen there was no capture and a decrease in pacing impedance. The patient was asymptomatic. Programming changes were made.